Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data log reports analysis noted the yellow controller alarm corresponding to #24 (loss of communication to the keypad for up-to 5 secs (includes communication loss between the embedded passive components (epc) and keyboard (kbd) software for all kbd hardware (hw) revisions or between the kbd and i2c for kbd hw revision 1 as defined in 0042-9650)) is present in the logs corresponding to the complaint. The returned console was tested, and the failure reproduced on the lab bench during testing. The ribbon cable between the 4 in1 and kbd was replaced with a known good cable, but the failure was still reproduced. In the next step, the i2c communication between the kbd and 4in1 was monitored using an oscilloscope. The oscilloscope was configured to monitor i2c communication and trigger was set to i2c start, single event capture. While monitoring the i2c protocol communication, it was found that the kbd initialization sequence captured on the i2c line was as expected (as per the kbd ic specifications). As further testing the 4in1 was replaced with a known good 4 in1, this resolved the issue, and the failure was not reproduced in the next 70 power cycles. The root cause of keyboard freeze was the malfunctioning of msc1210 present on 4-in-1. The cause of the aic issue was a defective 4in1 board this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm immediately after bootup. It was reported that the aic was restarted, and the procedure was successfully completed with this aic. There was no patient harm reported.